Event description:
The pace/sense portion of the lead was capped due to noise observed on the egms. When the pace/sense was removed, abrasions were noted on the lead distal to the trifurcation, and liquid was noted in the insulation. The defib portion of the lead remain in use.

Manufacturer narrative:
No medwatch form was received.